Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a low battery alert on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump is not supposed to give a low battery alert and then go back up from that without replacing the battery first. The patient was advised that the insulin pump will need to be replaced. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.